Event description:
Angiotech option was implanted, vena cava filter on (B)(6) 2010. Ivc evaluated by CT abdomen and pelvis without contrast on april 15, 2022 posterior prongs out of lumen, abutting l3 vertebral body, aorta and intestine. Vc stenosis at filter. Migration of ibc outside lumen. Plan: on 5/20/2022 retrieval of inferior vena cava filter, possible venogram with possible venoplasty, possible aortogram with possible angioplasty or stenting. Angiotech option implanted, inferior vena cava filter.